Event description:
Boston scientific received information via patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited high shock lead impedance. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.